Event description:
--

Event description:
Boston scientific received information that this patient received shock for sinus tachycardia and the caller wanted to understand why the device decided to delivered a shock. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been provided that the reported clinical observations would not cause or contribute to a death or serious injury.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and reviewed device programming. The consultant explained to the caller that the device appears to have functioned as programmed. No other adverse events have been reported. This product issue will be updated if additional information is received.